Event description:
The customer reported that during a port-a-cath procedure, after the first incision with a scalpel, the surgeon started to use the pencil. At that moment the patient's skin and sterile blankets caught fire. The fire was stopped by the nurse and doctor. The parameters on the force triad: cut 35w, spray 35w, with the return electrode positioned on the patient's left leg/quadriceps. They finished the surgery. Before starting surgery, the 1st and 2nd disinfection was with bethaseptic alcohol. The absorbable tissue (partially wet by disinfection liquid) remained under the patient's left body side. The plastic surgeon who has seen the patient confirmed burns to be 2nd and 3rd degree to the patient's left neck side, 1/2 left breast to the left ear. Apparently no oxygen leakage mentioned by the anesthetist while using a mask on this patient.

Manufacturer narrative:
(B)(4). The incident unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to be the incident is obtained a follow-up report will be submitted.